Event description:
The right atrial (ra) lead is pacing into an open load (i.e. A fractured lead) and the lead has high threshold measurements. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).